Event description:
The manufacturer received information alleging had yellow colour thick paste in her mouth after waking up during use related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted where the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on jun 24 , 2024 and section h10 should be reported as: the manufacturer received information alleging had yellow colour thick paste in her mouth after waking up during use related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. During the investigation, manufacturer observed dust/dirt contamination on the front panel, what looks like a small crack above the keypad. Underneath the flip doors is a considerable amount of dust/dirt contamination. A ring of contamination around the iso port, a dust-like material on the rear panel. A brownish contamination on the bottom enclosure. A fume-based/dust-like contamination on the inside of the rear panel, bottom enclosure. A dust-like material on the bottom enclosure. A dust-like contamination on the blower cap seal. A heavy layer of dust-like material on the blower, blower seal and in the blower box. Dried liquid spots on the bottom of the blower indicate possible liquid ingress. A contaminate consistent with keratin was observed on the blower box. ER-2243857 v01 addresses the issue of keratin. Evidence of sound abatement foam degradation/breakdown was not observed in the base unit. The device's event logs were downloaded and reviewed by the manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was no evidence of sound abatement foam degradation, observed dust/dirt contamination in the airpath, likely from a source external to the device and unable to directly address the symptoms or complaints. Device problem code grid, evaluation method code, evaluation results code and conclusion code grid have been updated.